Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Photo evaluation: visual analysis of the photographs identified: rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "destruction and lysis of the shell of the allergan round " and then reported "violation of the integrity of the left breast implant membrane" via ultrasound and then rupture via MRI. This record is for the left side. Device was explanted and replaced with non-abbvie device.